Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert and experienced difficulty charging the pump with the wall adapter. . During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter. There was no reported impact to customer's blood glucose level.